Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient one year ago was injected in the forehead with juvéderm volbella® xc. A little under a year the patient was presented with nodules. There was no pain or redness. The healthcare professional prescribed the patient with 2 vials of hylenex. The patient returned and the hylenex was administered as well as a massage. The symptoms are not resolved.